Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of a flow sensor where the diaphragm was stuck open to the top of the housing. There was no report of patient injury.